Event description:
The angle of the stonetome rx sphincterotome cutting wire was found to be unusual, inside the body. The procedure was successfully completed using new tome. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
Tome wire unusually misaligned. The suspect device has not been returned to the manufacturing facility for the evaluation.